Event description:
I am using the philips CPAP which has just been recalled. I had huge eye reactions and have seen several doctors regarding the extreme puffiness and finally decided to have surgery. Two months after my surgery I am now wondering if it had to do with this machine. FDA safety report ID # (B)(4).